Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Event description:
Fracture of screw - in this event it is reported that a abutm. Screw des. 3.5/4.0 m1.6 was unable to remove the screw and the implant is still in place. If the patient's state of health allows it, it will be removed at a later date. An nc will be opened as this case was found during review of cases.